Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2012-08722. Reference MFR. Report: 1627487-2012-08723. Reference MFR. Report: 1627487-2012-08724. It was reported that the pt received inadequate pain coverage. The entire scs system was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.